Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed a burnt power flex and a shorted main flex. The service technician repaired the ventilator and unit passed all testing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model palmtop ventilator revel has damaged pin on the ac port of the ventilator. Damage occurred when attempting to hook up the lemo connector. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.